Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l17184) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture, or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l17184) was the first coil chosen for the procedure. It was reported that the physician did not like the shape of the coil deployment, and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. The physician used another 2.00mm x 4.00cm galaxy g3 mini coil as replacement, and the procedure was successfully completed. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on (B)(6) 2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l17184) was the first coil chosen for the procedure; it was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. The physician used another 2.00mm x 4.00cm galaxy g3 mini coil as replacement and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 39cm from the hub; this is within specification. The device positioning unit (dpu) was observed protruding from the introducer. No other damage or anomaly was observed during the visual inspection. The returned device underwent microscopic inspection. Under magnification, the embolic coil was observed in stretched condition. No other damage or anomaly was observed. The stretched condition of the embolic coil and the dpu protruding from the introducer precluded functional testing. A review of manufacturing documentation associated with this lot (l17184) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue related to the rezipping of the coil was confirmed based on the observation that the dpu was protruded from the introducer and the embolic coil in stretched condition. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. Factors such as the shape of the target lesion, tortuosity of the parent vessel may have contributed to the way the coil is positioned and/or conforms when it gets delivered to the target site. With the limited information available related to the procedure and the device malfunction as reported, the reported issue related to the coil shape post-deployment was not confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided; however, it is possible that in this case, the aneurysm size / shape, and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported positioning difficulty / poor coil conformability. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to resheath the coil. The dpu protruding from the introducer is also indicative that force may have been applied during the attempt to resheath the coil. The embolic coil could have become stretched from the inadvertent force applied. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition and with the dpu protruding from the introducer as observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.